Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was not returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that the patient implant with this bioprosthetic valve, implanted almost two months, died from complications of an embolic stroke. Testing was conducted and confirmed vegetation on the valve. The valve remains implanted.